Manufacturer narrative:
Technician replaced three brakes casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged, the brakes are not working correctly, brakes are not holding. No pt impact.